Manufacturer narrative:
The device has not been returned for evaluation. If additional information becomes available prior to the conclusion of the investigation, a supplemental report will be filed.

Event description:
The customer called in and reported that she had 2 olympus evis exera iii xenon light source devices displaying b30 scope communication errors. According to the initial reporter, the procedure being performed as completed using the subject device without any reports of patient hard. The customer began troubleshooting one of the light source devices, and generated an e103 error code as well. The customer went on to confirm that her troubleshooting revealed a process issue with her staff. Reportedly, they were leaving the light source devices on in between cases, and not resetting them prior to moving on to the next procedure. The customer confirmed that their process had been updated and they have not experienced any issues since. This is report 1 of 3 being submitted to capture the e103 error code noted on one of the light source devices. For the reports capturing the 2 separate b30 scope communication errors, please see reports with patient identifiers: (B)(6).

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 5 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, and the inability to evaluate the subject device and duplicate the event, a definitive root cause of the e103 error could not be identified. However, it¿s likely the cause is related to a faulty lamp. Olympus will continue to monitor field performance for this device.